Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and the left middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, after making two successful passes using a penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra guide catheter and a non-penumbra sheath, the physician experienced resistance while advancing the jet7 through the guide catheter and consequently, the jet7 became kinked approximately 15 centimeters from the distal end. Therefore, the jet7 was removed. The procedure was completed using a non-penumbra catheter with the same guide catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was slightly bent at approximately 101.0 cm from the hub. Conclusions: evaluation of the returned jet7 was slightly bent at the catheter mid-shaft. If the device is advanced against resistance, damage such as a bend may occur. The observed bend was likely the reported kink identified in the complaint. During functional testing, the jet7 was advanced through a demonstration catheter without issue. The non-penumbra guide catheter and sheath were not returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.